Manufacturer narrative:
Philips service performed tube conditioning, adaptation, and calibration to resolve the issue with the frontal x-ray tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a frontal x-ray tube defect caused a grid leakage current error on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.